Event description:
It was reported that after approximately 20 seconds of activation of a recanalization catheter in a cto in the right sfa, the catheter appeared to go up and around the support catheter. The recanalization catheter was pulled back; however, the distal tip was noted to have detached at the sfa/profunda bifurcation. Several unsuccessful attempts were made to retrieve the detached tip with various devices. During the retrieval attempts, the detached tip became lodged into the wall of the sfa and a clot or plaque broke loose at the profunda. The pt was scheduled for surgical bypass.

Manufacturer narrative:
The lot number was provided a review of the device history records is being performed. The device was returned for evaluation. The investigation is currently underway.